Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The reported observation of ¿communication issues¿ could not be confirmed through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The returned ipg also communicated with the lab patient controller.

Event description:
It was reported that the patient was experiencing ipg communication issues with their programmer. The patient has effective therapy, however, surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated.